Event description:
It was reported that the insulin pump was not holding customer's basal rates. Customer stated that her blood glucose is way up and down and woke up with blood glucose of 176 mg/dl. Customer changed the battery and after two weeks it would do the same. Customer declined to do troubleshooting and requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.